Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump sensor was not able to calibrate, received a calibration error and a lost sensor error. Customer's blood glucose was 234 mg/dl at the time of incident. Troubleshooting was done for errors but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor found the sensor retracted and broken inside sensor. No missing parts. Unable to confirm customer received sensor damage due to customer returned opened and used.